Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was not flashing.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2011. The returned pad-pak was inserted into the device. An auto self-test was passed successfully and then it was manually powered up. No warnings were given and there was no response from the status led. This confirmed the reported fault. The returned device was tested, and the test therapy was delivered without fault. The device powered off with no status led illuminated. Routine testing revealed a failed solder joint on the green status led. This would result in the status indicator failing to illuminate. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multiple-use.